Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received the motion sensor test failure alarm on the insulin pump. The customer stated that she was receiving no delivery alarms prior to the motion sensor test failure alarm. Troubleshooting was done. Advised customer to assemble a new infusion set and a new reservoir. Advised customer to fill the tubing. The customer later explained that she was still receiving the motion sensor test failure alarms. The customer was receiving the alarm while attempting to deliver a bolus after one unit. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with motion sensor test failure error alarm bolus test due to stuck motor armature. Excessive no delivery alarms were not verified due to the alarm. No cosmetic damage noted.